Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was reported the patient was hospitalized for the event for more than ten days. On an unreported date the patient began treatment with unspecified antibiotics. On an unreported date, dianeal therapy was discontinued. Three days prior to receipt of this report the pd catheter was removed. On an unreported date, the patient was transferred to hemodialysis. At the time of this report the patient was recovering from this peritonitis event. Additional information was unable to be obtained.